Event description:
Charge nurse reported there were two events that resulted in too much fluid being removed on the baxter 550 device. Neither pt had any "after effects". One pt's blood pressure dropped down into the 60's and both were administered normal saline. No further info was available for this report.